Event description:
A report was received in 2002 that a doctor saw a patient who had a memorylens implanted in their left eye in 1999, which the lens has opacified. The patient's visual acuity at exam in 2002 was 20/25 os. The patient has a pre-existing medical history of diabetes which is currently diet controlled. The doctor is planning on an iol replacement at some point in the future.